Event description:
Information received from a manufacturer representative reported that the patient was having difficulty recharging and was getting poor coupling with only 0-2 bars. The manufacturer representative attempted to use the antenna locate (al) feature but it did not resolve the issue. It was reported that the manufacturer representative had access to another recharger to charge the patient's implantable neurostimulator (ins) but it did not resolve the issue either. It was noted that there was a possibility that the patient's ins was flipped and an x-ray was recommended. The manufacturer representative stated that the patient's battery was very shallow. The patient was to follow up with their healthcare provider (hcp) and discuss imaging. It was noted that this had been an issue since the patient was implanted on (B)(6) 2016. No patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
Some of this information has been previously reported under manufacturer regulatory report # 3007566237-2016-04525. All further information regarding this event will be reported under the current manufacturer regulatory report #. Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomalies. The battery had reduced capacity due to overdischarge.

Event description:
Additional information was received from a manufacturer's representative (rep) stating that the device appeared to be flipped. There were x-ray photos attached. Additional information was received from a consumer and a manufacturer's representative (rep)regarding an implantable neurostimulator (ins). It was reported that when the patient went to charge the battery it wouldn't charge so the patient went to a heathcare provider and they did a lot of checking and determined that the device may have flipped. The patient was still wanting the device to be fixed by (B)(6). The patient was curious as to why the implant was free floating. The patient stated that the device didn't work and they felt unprepared for this. Additional information was received from a rep stating that one week post operation the patient had a hard time getting bars on their recharger. The most they could get was 1 or 2 bars. The battery was placed in a bad spot and the device flipped, took an x-ray to see if the battery had flipped and couldn't tell from the x-ray. The physician didn't feel comfortable with the device and requested a new ins and changed the pocket site. Additional information received from a healthcare provider reported that the implant was replaced as patient's body structure changed and body had too much tissue over to allow effective charging. Additional information received from the consumer reported that while the device was implanted it provided adequate coverage. However, it had always been difficult to sync up. The patient had met with manufacturer representatives but they were unable to charge the device and the battery subsequently died. The implantable neurostimulator (ins) had been a constant source of frustration for the patient. Without the ins being charged the patient¿s pain levels returned. It was noted that the patient¿s replacement ins was working well. Additional information was received. It was reported that the device was explanted and was replaced with a new ins; there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider regarding an implantable neurostimulator (ins). It was reported that the caller was looking for credit on a device as it is "defective". The physician reported that the device was defective. The caller had no further information on why that would be the case. The device was to be sent back. The caller also was informed that no credit could be given until analysis was complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.